Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. During a procedure involving the 3.00mm x 12mm nc emerge balloon, the balloon ruptured. The device was removed and the procedure completed with a different device. There were no patient complications.

Manufacturer narrative:
H6 device codes: corrected. Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. At 56cm from the strain relief, the hypotube of the device was kinked. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded and contained contrast. The device was soaked for a period of time to break up contrast in the device. It was then prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 6mm from the tip of the device. The device failed to inflate to rated burst pressure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. During a procedure involving the 3.00mm x 12mm nc emerge balloon, the balloon ruptured. The device was removed and the procedure completed with a different device. There were no patient complications.